Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that two fully formed staples were lodged at the front of the returned device. The remaining staples appeared properly aligned. The stapler was returned with 33 staples remaining in the cover block, indicating that at least 2 staples were fired by the customer. Evidence of use in the form of biological material was present on the device. After manually removing the two fully formed staples at the front of the device, a functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next four staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Visual examination of the returned sample revealed that two fully formed staples were lodged at the front of the returned device. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the two fully formed staples were stuck in the device at the time of assembly. It could not be conclusively determined what caused the two fully formed staples to become stuck at the front of the device. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: staple jamming. There was no reported injury. A new stapler was used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot #73b2200288 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: staple jamming. There was no reported injury. A new stapler was used.